Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were explanted. Results are "unknown at this time - only been 2 days." The cause of the complaint was unknown, but was attributed to the lead and battery. It was noted that battery depletion was normal and there was an electrode with abnormal impedance (greater than 4000 ohms). Reprogramming was reportedly attempted on (B)(6) 2012, but failed as the ins was unable to be reprogrammed due to "battery longevity being 2 - 3 months." Hospitalization was not required. No further information was given.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had the first implant in 2007 and had it replaced in 2010. The patient had recently been soaking through her (B)(6) pads, and this had been going on for months. The patient had this problem before but that was before the device was replaced in 2010. It was reported that the patient was fine for about 1 year. The patient had return of symptoms specifically in the morning. The patient would stand up and her bladder would empty. The patient turned the stim up to 6.9 and had had it there for 2 weeks, but it was not helping. The patient could feel the stim for a few seconds and then nothing. It was reported that stim was uncomfortable at night; patient was advised to turn stim down if she was uncomfortable. It was confirmed with the patient programmer that the implantable neurostimulator (ins) was on. When the patient was asked if she had switched programs, she was not able to recall and stated that she thought she only had one. The patient was advised to follow up with her physician regarding programming options and return of symptoms. It was also reported that the patient will be having a colonoscopy on (B)(6). Additional information was received that the patient was still having concerns regarding her device or therapy but that she was working with her doctor or manufacturer's representative with a scheduled appointment date of (B)(6) 2012. It was reported that surgery will be scheduled to replace the device.

Manufacturer narrative:
Product ID 3889-28, lot# v018818, implanted: 2007 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).